Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer had not previously reset pump for this issue and was provided pump reset instructions by technical support, planned to perform reset after arriving at destination, and was advised to call back if any issues arose or malfunction reappeared, with no further assistance required at that time.